Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material#: 304657 , batch#: 4233722. Verbatim: rcc received a complaint via email. Xxx complaint #: (B)(4). Defect description: syringe leaking. Xxx part #: 153239. Product description: syringe 10ml ll bns. Vendor part #: 304657. Lot #: 4233722. Date reported: 6/16/2025. Sample received: no/ response needed: summary of findings and corrective action -- incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00070. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No patient involvement. 2. Can you please provide an exact date of event? 06-13-2025. 3. Total number of occurrences? 2 ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.